Manufacturer narrative:
(B)(4). The lot # 3000236095 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cannula handle. The harvesting device was returned outside the cannula. There were no visual defects observed on the harvesting device or the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device, as well as the evaluation results, the reported failure "fitting problem-cannula" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 wand wound not go easily into the cannula and kept getting caught. Evh kit was set aside and another kit was opened to complete the case without further incidents. No patient injury reported.